Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump had power errors alarms. Caller did not recall blood glucose at the time of incident. Troubleshooting was performed. Customer had reset the insulin pump twice also replaced the battery cap but the issue still reoccurring. Additionally, customer inserted new battery but the insulin pump still loses power. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Activated and then deactivated the suspend feature. The "delivery suspended successful" and "delivery resumed successful" notifications displayed properly. Pump trace download analysis confirmed the pump alarmed for power loss. The power management tool confirmed power loss alarm were triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.